Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Manufacturer's field service engineer reported that the nav-ring had intermittent functionality. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. No problem was found with the touch screen. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.